Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to operator error/mechanical failure causing improper leaching. The device was not returned for evaluation. The lot number is unknown. Therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: cdc guidelines for appropriate indications for indwelling urethral catheter use. Patient has acute urinary retention or bladder outlet obstruction. Need for accurate urine output measurements. Use for selected surgical procedures. To assist in healing of open sacral or perineal wounds. Patient requires prolonged immobilization. To improve comfort for end of life care. Proper techniques for urinary catheter insertion. Perform hand hygiene immediately before and after insertion. Insert urinary catheters using aseptic technique and sterile equipment. Use the smallest foley catheter possible, consistent with good drainage. Document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record. Proper techniques for urinary catheter maintenance. Secure the foley catheter. Use the statlock® foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly using a separate, clean collection container for each patient. Directions for use/patient education information. Insert foley catheters only for appropriate indications and leave in place only as long as needed. This catheter is intended for use in the drainage and/or collection and/or measurement of urine. Generally, drainage.

Event description:
It was reported that the foley catheter caused pain, bleeding, blood clots and infection for the last 4 years. The patient found out that they had a latex allergy. It was unknown what medical intervention was provided.

Event description:
It was reported that the foley catheter caused pain, bleeding, blood clots and infection for the last 4 years. The patient found out that they had a latex allergy. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It was unknown whether the product had caused the reported failure. No potential root cause could be concluded due to insufficient information. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿cdc guidelines for appropriate indications for indwelling urethral catheter use patient has acute urinary retention or bladder outlet obstruction, need for accurate urine output measurements, use for selected surgical procedures, to assist in healing of open sacral or perineal wounds, patient requires prolonged immobilization, to improve comfort for end of life care. Proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record. Proper techniques for urinary catheter maintenance secure the foley catheter. Use the statlock® foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions maintain unobstructed urine flow and keep the catheter and collection tube free from kinking keep the collection bag below the level of the bladder or hips at all times empty the collection bag regularly using a separate, clean collection container for each patient directions for use/patient education information insert foley catheters only for appropriate indications and leave in place only as long as needed this catheter is intended for use in the drainage and/or collection and/or measurement of urine. Generally, drainage¿. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.